Manufacturer narrative:
Product ID: unknown product type: another manufacturer's extension tube; product ID: unknown, product type: another manufacturer's pump medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was observed that the side port tubing was kinked but flowing next to where it joins the sheath handle. Additionally, it was noted that there was air ingress with another manufacturer's extension tubing and pump, proper management of the devices to remove the air was conducted. The sheath remained in use. The procedure was completed with cryo. No patient complications have been reported as a result of this event.